Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event occurred a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, it was reported that the particulate matter in the drip chamber it occurred upon removal from the package. There was no patient involvement and harm.